Event description:
Nail length - 400.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b7: updated medical history. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Multiple x-rays were received for multiple patients. Based on the provided x-rays, the breakage of the tfna nail was confirmed. But the x-rays show six different events; it is unknown which x-ray belongs to which complaint. With all six events, the breakage runs through the walls of the head element/blade hole. However, the provided pictures do not allow for any determination of the root cause. Part and lot of the involved tfna nail was not provided and products were not returned, therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery due to a broken trochanteric fixation nail advanced (tfna) nail). Index surgery date is (B)(6) 2020. All implants were disposed of at the facility. Known information: implant - synthes long tfna. Proximal screw length - 90. Nail angle - 130. Nail diameter - 11. Nail length - 140. Initial fracture type - 31a3.3. This report is for an unknown tfna nail. This is report 1 of 1 for (B)(4).